Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was analyzed and found to have a broken blade at the grip base point of the grips location. A piece approximately 7.96mm x 2.02mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument got very hot dealing with calculus tissue, and the bottom part of instrument's jaw broke off inside the patient and was not retrieved. An x-ray was performed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.